Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during an orif procedure using a tfn, surgeon was striking the coupling screw and the base of the coupling screw broke off. The surgeon had to use a mallet to hit the inserter to remove the broken coupling screw because it was stuck. The surgeon removed it successfully, and the coupling screw was discarded by the facility. The patient was not harmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.